Event description:
A power source alert was reported involving a patient in ireland. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved when the customer left the tandem charging cable and wall adapter plugged into an outlet for at least 30 minutes, after which the pump began charging successfully, and no further assistance was required.